Event description:
Device history record were reviewed, no issue related to reported event was found. Device log were provided, however this type of event does not require log file review. The subject device was not returned to our laboratory for analysis. Since the device was not returned, no further investigation could be performed. The reported event could not be reproduced and was not confirmed by our laboratory. However, the reported issue is a known issue. Indeed, previous investigation revealed that the reported issue can only happen using pumps version 4.1 with an old dataset installed on it or a dataset created using vmm software with variable dilution disabled. When the user stops a running infusion, switches off the pump, switches it on again and then answers "yes" to the "same infusion?" Screen, then error 111 is triggered. It was found that this issue can not occur using vmm software with variable dilution enabled. Furthermore, datasets created using vmm 1.2.1 correct this issue. Thus, in order to resolve his issue, customer has three possibilities: - generate his datasets with the new vmm version, - wait for the new [software] pumps version, - or, downgrade his pumps with a version prior to 4.1. An internal pr was initiated in order to review and correct this issue. A correction will be implemented in next future version release of the pump software, but release date is not known yet. Based on available information, the root cause is linked to a pump software bug. To our knowledge no patient consequences have been reported. This complaint is considered as not confirmed as this complaint is linked to a customer expectation. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
Customer reports the following: "pump fails with error 111 " error 111 is a system error, no associated technical definition; can only be defined once the device is analyzed. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.